Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6)2015 which refers to a (B)(6) female patient who had an attempt to have essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for permanent contraception (lot number b71768). Physician reported that during rollback of device on left side it would not deploy. Hcp tried to remove device and it fell apart into pieces in the patient. Hcp was not able to retrieve all of the pieces from patient. Essure placed in right tube and the patient has been continuing with this one. Hcp talked to patient about possible laparoscopic surgery. No additional information was provided. Ptc investigation result was received on (B)(4) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: failure mode/mechanism the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot b71768 (production date (B)(4)2013 and expiration date (B)(4) 2016) was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure and deployment difficulty is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue reported in the context of a complicated device insertion and removal. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(4)-old female patient who had an attempt to have essure (fallopian tube occlusion insert) inserted and during rollback of device on left side it would not deploy. The physician tried to remove device and it fell apart into pieces in the patient. The physician was not able to retrieve all of the pieces from patient. Event device breakage was considered serious due to medical significance and was considered listed upon receipt of the product technical analysis. Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, since the events occurred in association with essure placement procedure, causality with the suspect insert cannot be excluded. The physician mentioned a possible laparoscopic surgery. This case was considered an other reportable incident as although device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additional non-serious events were reported. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Follow-up information received on 29-jul-2015 the required numbers of follow-up attempts have been completed, with no response to date. Case closed. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had an attempt to have essure (fallopian tube occlusion insert) inserted and during rollback of device on left side it would not deploy. The physician tried to remove device and it fell apart into pieces in the patient. The physician was not able to retrieve all of the pieces from patient. Event device breakage was considered serious due to medical significance and was considered listed upon receipt of the product technical analysis. Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, since the events occurred in association with essure placement procedure, causality with the suspect insert cannot be excluded. The physician mentioned a possible laparoscopic surgery. This case was considered an other reportable incident as although device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additional non-serious events were reported. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.